Manufacturer narrative:
A philips authorized service provider (asp) went onsite and confirmed with the customer that the battery was able to charge properly. The reported issue of battery not charging was not duplicated. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery did not charge. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer attempted to allow the battery to charge over the weekend before the report of the issue. The main power button light emitting diode (led) was a solid amber color, and the battery charge indicator was flashing. The alternating current (ac) icon was reflecting ac. The unit went to battery once ac power was disconnected. In the pneumatics screen, the battery volts read 14.28, and the battery percentage and the battery amps were blank. The v60 device then shut down on its own. The customer rebooted the ventilator and reported that there was error code 1064. Error code 1064 could not be located, so the customer was advised to download and forward the diagnostics report (drpt). The customer indicated that the pins and the connector as well as the battery looked functional. The rse then advised the customer to remove the battery and use the voltmeter to check the direct current (dc) output from the v60 battery connector. The customer stated that the voltage was 12 when the ac was connected. The unit sat for some time after the customer tested and the voltage jumped up to 14.2. The rse followed up with the customer to locate another v60 to charge the battery and verify the issues. The investigation is ongoing.